Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026 the patient reported receiving cgm readings of 45¿46 mg/dl and treated the perceived hypoglycemia by drinking juice. No fsbg measurements were obtained because the patient did not have a blood glucometer available. Despite consuming juice, the cgm readings remained at 45¿46 mg/dl and did not increase. Due to the persistently low cgm readings and the inability to verify glucose levels with an fsbg measurement, the patient became concerned and went to the emergency room (ER) with a friend for further evaluation. At the ER, a blood glucose measurement was obtained and showed 187 mg/dl. The patient was treated with intravenous (IV) fluids and aspirin for a headache. At the time of the report, the patient remained hospitalized for evaluation and monitoring. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.